Event description:
Device malfunction: difficulty advancing, partial premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a distal superficial femoral artery, the xpert stent delivery system (sds) could not be advanced through the anatomy to the lesion. The sds was removed from the anatomy and the stent was noticed to be partially deployed. Another xpert stent was used to complete the procedure without issue. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
Device was received. Investigation is not yet complete. Device code (used in superficial femoral artery).